Event description:
The hinge point is missing; broke apart.

Manufacturer narrative:
The reported complaint event was reviewed and did not involve a death or serious injury. The reported product problem/issue of defective component-forcep information received were reviewed according to complaint handling procedures. The information reviewed does not indicate that a death or serious injury would be likely to occur if the product problem/issue were to recur. There is currently no information indicating that further review by the clinical product surveillance team is required based upon the requirements of the procedures. In the event that further information is received during investigation that indicates the event may potentially be a reportable adverse event, this complaint will be forwarded to the clinical product surveillance team for evaluation.

Manufacturer narrative:
Added information to update d9: device returned 04-07-2926; h3 device evaluated by manufacturer; h6 investigation type (b), findings (c), and conlcusions (d) with confirmation of defect and the cause traced to the manufacturer.